Event description:
On 6/12/1998, the MFR received medwatch report from the facility that states the following: the pt completed her chemo treatments and was undergoing removal of the device. The device catheter fractured during removal leaving a porting in the right ventricle. The pt was taken to the radiology dept. For removal. No further details were provided at this time.